Event description:
Event 1: [date redacted] lot: unknown: right ij tlc [internal jugular triple lumen catheter]. Placed on [date redacted]. No blood return in any of the lumen. Triple lumen removed and given to [redacted]. Event 2: [date redacted] lot: 2025013190: patient's tlc has a brown (distal) port that does not have blood return. Event 3: [date redacted] lot: 2025030690: left femoral vantex tlc inserted by dr. (B)(6). Femoral placement due to peri-arrest period. No issues during prep/flush of insertion, after line inserted unable to aspirate blood culture from white and brown port. Only the blue port had blood return. Attempted to reposition while in sterile field no blood return. Line left in place plan to transition to ij tomorrow event 4: [date redacted] lot: 2025030690: vantex left ij tlc catheter placed [date redacted] by (B)(6) md, no blood return from white port per nursing assessment on [date redacted], [date redacted], [date redacted], over three consecutive days. Patient expired [date redacted] device removed prior to morgue. Product not available.